Event description:
The customer reported that her diabetes educator smelled insulin as well she did too. The customer had disposed the defective reservoirs. The blood glucose reading at time of call was 94mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.